Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date the pt experienced other unspecified infections coincident with the peritonitis (no further details were provided). On the same day as the receipt of this report, the pt was hospitalized for the events. Treatment was not reported. The cause of peritonitis was unknown. At the time of this report the peritonitis was not resolved, the pt was not recovered from the events, and dianeal therapies were ongoing. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number gd895573 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).